Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states during insertion the guide wire was trapped in the lumen and was unable to be removed from the needle. Another catheter was used for completion of the insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.